Event description:
It was additionally reported that the cause of the stenosis was determined to be bio debris. The outflow graft was stented on (B)(6) 2025, and the patient was stable and recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A4 - patient weight not provided by customer no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the clinic with heart failure symptoms and low flow alarms. It was found that the patient was decompensated. A computed tomography (CT) scan was performed and showed advanced extrinsic outflow graft obstruction (eogo) which was thought to be the cause of the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was confirmed via the submitted images. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. It was reported that the patient arrived at the clinic with low flow alarms. The patient was decompensated. A computed tomography (CT) scan was performed and showed advanced eogo, which was thought to be the cause of the reported events. It was further communicated that stenting of the outflow graft was performed. The cause of the stenosis was noted to be biodebris, consistent with typical eogo. The account stated that the treatment seemed to resolve the patient¿s issues; however, the patient was still recovering from the procedure, so it was not really clear yet. The patient was stable. Five CT images were provided by the account for review. The images confirmed a reduction in the lumen of the graft that appeared to be consistent with extrinsic outflow graft obstruction. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended. The controller periodic log file contained data from (B)(6) 2025 through (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B and the heartmate 3 patient handbook rev. B are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under ¿attaching the sealed outflow graft to the pump,¿ instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under ¿preimplant procedures¿ and ¿implant procedures¿ cautions the user: ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure¿ and ¿stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.